Manufacturer narrative:
Concomitant medical products: dtma1q1, crtd; 459888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead intermittent oversensing of the wide paced beat leading to double counting. The lead remains in use. No patient complications have been reported as a result of this event.